Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to enter MRI mode. Upon further investigation system diagnostics recorded high impedances on the lead. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.